Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was 757 mg/dl at the time of hospitalization. Customer stated that his insulin pump is cracked at the battery compartment. Nothing further was reported.